Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history records cannot be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Review of the device history records for the tibial component identified no deviations or anomalies. A product history search identified no other complaints for the part and lot combination of the tibial component. Primary operative notes indicate that the mis tibial component was implanted without a drop down stem extension. No evidence of complications was noted. Operative notes from the revision surgery indicate the tibial component was loose. A cause for this specific clinical event cannot be ascertained from the information provided. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a corrective action in april 2010. FDA recall z-2412-2010 was conducted on april 19, 2010 in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. The implantation date of this component was prior to the field action and it is confirmed that the device in question was not implanted using a drop-down stem extension.

Manufacturer narrative:
Legal update received includes an additional copy of the previously addressed revision notes. No new information relevant to the components or the issue was received. Therefore, previous conclusion summary and detail are not affected and remain the same.

Manufacturer narrative:
This report will be amended when our investigation is complete.